Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 508mg/dl. The customer stated that the insulin pump alarmed motor error before going to the hospital. The customer was experiencing unexplained high blood glucose for the past two days. The customer's most recent glucose reading was 439mg/dl, and she has treated with manual injections. Troubleshooting was performed. Reviewed the programming and found that the alarm history showed motor error alarms during the prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.